Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera elite video system center exhibited e315 scope error. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation though an e315 error refers to a communication issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.